Manufacturer narrative:
The field service engineer (fse) found the ultrasonic unit assembly was damaged. The fse replaced the ultrasonic unit assembly and the k electrode. The ise module was running in specifications. The customer performed calibration and qc. The qc was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient sample tested on a cobas 8000 cobas ise module (double). Of the data provided, there was a discrepant na result. The initial na result was 154 mmol/l and was reported outside of the laboratory. The repeat na result was 142 mmol/l on a different ise module and deemed to be correct. The na electrode lot number was t4696 with an expiration date of 15-aug-2019.